Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider. The caller stated they had received a list of questions regarding the above event and she felt there had been a huge misunderstanding. The caller stated the patient had never reported a drug headache to the office and that the office had no plans nor had ever told the patient that they were going to "let her go" as a patient. The caller reported quite a few discrepancies between the questions and what she knew about the case. She requested a call back to clarify these discrepancies. No further complications were noted. Additional information was received from a health care provider via a device manufacturer representative. It was reported that the patient demanded a pump replacement because of a recall she heard about from patient services. A dye study was performed on (B)(6) 2017 which showed no issues. The pump was replaced on (B)(6) 2018. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved at the time of the report. The patient's status was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose unknown) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient always felt that her current pump didn¿t work as well as her other pumps. She was in the hospital 2 months ago for 10 days and was ¿very out of it¿ and the patient was ¿very out of it¿ following the hospital stay. The day she got out of the hospital, she went in for a pump refill. At the pump refill, she only had 5 drops in it and the nurse ¿couldn¿t find anything and there should have been 5 in it¿. Per the patient, the doctor had lowered her pain pills and increased the morphine in the pump, but ¿it was too much¿ and the patient was getting ¿really wicked headaches¿ so he ¿went in and lowered it 5¿. The patient thought that because they had been ¿upping and downing it¿that they ¿got the numbers mixed up¿. For the last few days, the patient ¿almost felt like the pump wasn¿t working, like it was dry o r empty¿. Today ((B)(6) 2017) the healthcare professional (hcp) ¿couldn¿t get meds out either¿. She ¿got some that was kind of bloody and got 2.5-3 when there should have been 4.5¿. Her doctor thought she had taken meds out or was doing something, but per the patient she wouldn¿t even know how to do that. Per the patient, her son was her home health aide and she was trying to get her health better again which was why they moved to her current state. The patient had been working with her pump managing physician and was told that if they couldn¿t figure out what was going on he would have to let her go from his care. The patient was doing her own investigation because it was really bothering her. Per the patient, her hcp was very ¿cut and dry¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the patient was receiving morphine(20.0 mg/ml, 4.750 mg/day).it was reported that the patient felt that her pump never worked right. At times, it felt like the pump was not working and at times it felt like it was "working too much". It was reported that the patient experienced volume discrepancy. During her refill on (B)(6) 2018, the amount of medication left in the reservoir was the exact amount they expected. During refills on (B)(6) 2017 and (B)(6) 2017, the amount of medication left in the pump was much less than expected. The patient was admitted to the hospital for at least a week and they did a spinal tap while she was in emergency room. The patient was scared about "pump thing". The patient would have a splitting headache and be in bed for a day or two. It was noted that the pain was not "migraines" but "drug headache". The healthcare provider (hcp) told the patient on (B)(6) 2018 that if there wasn't the right amount of medication in her pump at her most recent refill, he was going to "let her go as a patient". The patient was stressed out. It was noted that the patient did "pee" tests every time she went the doctor and there had never been an issue regarding the results of the test. The patient had been on the same dosage for 15 years. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the patient was receiving morphine(20.0 mg/ml, 4.750 mg/day).it was reported the patient felt that her pump never worked right. At times, it felt like the pump was not working and at times it felt like it was "working too much". It was reported that the patient experienced volume discrepancy. During her refill on (B)(6) 2018, the amount of medication left in the reservoir was the exact amount they expected. During refills on (B)(6) 2017 and (B)(6) 2017, the amount of medication left in the pump was much less than expected. The patient was admitted to the hospital for at least a week and they did a spinal tap while she was in emergency room. The patient was scared about "pump thing". The patient had migraines for years ago and then it went away. The patient would have a splitting headache and be in bed for a day or two. It was noted that the pain was not "migraines" but "drug headache". The healthcare provider (hcp) told the patient on (B)(6) 2018 that if there wasn't the right amount of medication in her pump at her most recent refill, he was going to "let her go as a patient". The patient was stressed out. It was noted that the patient did "pee" tests every time she went the doctor and there had never been an issue regarding the results of the test. It was noted that the patient did not drink or smoke. The patient had been on the same dosage for 15 years. No further complication was reported.

Manufacturer narrative:
The pump was returned and analysis found no significant anomalies. A dent was identified on the outside surface of the pump; however, the dent did not affect the performance of the pump in the laboratory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction - (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.